Event description:
It was reported that following implantation, the pt initially had good pain relief. The catheter later became kinked at the connector site, possibly due to the pt's significant weight gain. The catheter was explanted and replaced.